Event description:
It was reported that a break/tear in the band occurred approx 3 months after implantation. The band was removed. This pt had a secondary incisional hernia. There were no other pt consequences reported.

Manufacturer narrative:
D4,10; h4, 6: info anticipated, but unavailable at this time.